Event description:
It was reported that ¿air bubble under rotten dso seal / battery doesn´t charge properly". There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition and a bubbled dso sensor seal. Functional testing was able to be verified. It was determined that the dso seal was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.